Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 6 syringe insulin 0.5ml 31ga 8mm w30 self were unable or difficult to aspirate. The following information was provided by the initial reporter: the issue that the syringes presented is that when they are used, when the insulin is aspirated from the bottle, it does not aspirate well, since it puts the liquid and air into the syringe. 6 syringes affected. D.1. Medical device brand name: syringe insulin 0.5ml 31ga 8mm w30 self d.1. Common device name: insulin syringe d.2. Medical device type: fmf d.4. Medical device catalog #: 326781 d.4. Medical device lot #: 0177661 d.4. Medical device expiration date: 2025-07-31 d.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: na h.4. Device manufacture date: 2020-09-29. See h10

Event description:
It was reported that 6 syringe insulin 0.5ml 31ga 8mm w30 self were unable or difficult to aspirate. The following information was provided by the initial reporter: the issue that the syringes presented is that when they are used, when the insulin is aspirated from the bottle, it does not aspirate well, since it puts the liquid and air into the syringe. 6 syringes affected.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of six 0.5ml bd insulin syringes from lot# 0177661 were provided. The customer reported that when the insulin is aspirated from the bottle, it does not aspirate well, since it puts the liquid and air into the syringe. The photos were examined, and it was observed that six loose 0.5ml bd insulin syringes were rested parallel to each other on a surface with cannula shields and plunger caps attached. No defects could be determined from the photos provided alone, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0177661. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 6 syringe insulin 0.5ml 31ga 8mm w30 self were unable or difficult to aspirate. The following information was provided by the initial reporter: the issue that the syringes presented is that when they are used, when the insulin is aspirated from the bottle, it does not aspirate well, since it puts the liquid and air into the syringe. 6 syringes affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 syringe insulin 0.5ml 31ga 8mm w10 self were unable or difficult to aspirate. The following information was provided by the initial reporter: the issue that the syringes presented is that when they are used, when the insulin is aspirated from the bottle, it does not aspirate well, since it puts the liquid and air into the syringe. 6 syringes affected.